Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump and to call back if any malfunction code occurred again, and acknowledged understanding of these instructions.